Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, UDI #, of the initial medwatch report stated: unknown. Section d4, UDI #, of the initial medwatch report should have stated: none. This device was placed into commercial distribution back in february 2012, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state none.

Manufacturer narrative:
H6: the previous device manufacturer, invacare, advised ventec that the invacare® perfecto2¿ oxygen concentrator (¿device¿) was last serviced with 19916 running hours on 22-04-04, and that its sieve beds, 4-way-valve and product tank had all been replaced during that service/repair session. Invacare further advised that the device was still in the possession of the local police handling the investigation, and that no photographs had been made available to them for review/analysis. Invacare did note that ¿¿there is no indication that the perfecto2 caused or contributed to the reported fire incident. Furthermore, it was initially stated that "at present we have not been informed that any of the oxygen equipment was involved in the fire." The device was not returned to ventec (react health) or invacare for an evaluation. The cause of the reported issue could not be determined. If additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. [Section h6 health effect, clinical code, states 4581 (appropriate term / code not available) as no other term appears to adequately fit this reported event. Ventec suggests that "death" be added as a term for situations where the patient is deceased, and no clinical signs, symptoms or conditions have been reported.]

Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The previous device manufacturer advised ventec that they have requested additional information about the event, as well as requested that the device be returned to them for investigation. At the present time there is insufficient information to determine if the device use may have caused or contributed to the patient's outcome. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The following event was reported to ventec by the device's previous manufacturer: "I wanted to make you aware we have just been informed that one of our patients has passed away in a house fire. The police have taken the concentrator as part of their investigation. The fire and rescue service requested documentation on the concentrator involved. I have provided them with a copy of the user manual, declaration of conformity and technical details listed on your website. I have also asked our service centre to check the service history of the device. Perfect o2 serial no: (B)(6) (mtypzw). I am currently waiting on the contact details of the police lead conducting the investigation, once I have this I will contact them to find out more information. At present we have not been informed that any of the oxygen equipment was involved in the fire. As soons as I have any more information I will let you know." The exact date of the patient's death was not reported. As a result, section b2, date of death, was left blank. The device's previous manufacturer also advised ventec that the UDI information for the device was not available, therefore section d4, UDI is "unknown". Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information. Section d3, manufacturer and section g1, manufacturing site, of this initial medwatch report should actually state: manufacturer name: invacare suzhou; manufacturer street 1: no. 5 weixi road, sip; manufacturer city: suzhou, jiangsu; manufacturer country: chn; manufacturer postal code: 215121. Section e1, initial reporter, of this initial medwatch report should actually state: (B)(6).